Event description:
Customer alleged during use of unit to lift client off the floor from prior fall not caused by the lift, the point where the boom and bolt fit at the patient's sling broke. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rha450-1, serial number/date code (B)(4) is approximately 6 years 6 months old. This product was discontinued on 12/31/2009. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the volunteer fire department were operating the lift to lift the consumer from the floor. The point where the boom and the bolt fit at the patient's sling bent. No injury. The dealer took a (B)(6) limitation lift to the consumer, fully electric.